Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented in clinic with the complaint of feeling dizzy. Upon interrogation, it was observed the atrial lead had dislodged and was sensing the ventricular signal. The lead was explanted and replaced without issue. The patient was stable.